Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The account later communicated that the pump was not explanted; there is no product available for evaluation. Multiple requests for additional information regarding this event were also sent to the account; however, no further information was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists stroke, bleeding, infection and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient acquired a driveline infection that progressed to sepsis and cerebrovascular accident (cva). The patient expired on (B)(6) 2020. No further information was provided.